Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a linkedin post, "maybe figure out why I've had 3 of your knee replacements. One every 2 years since 2014.